Manufacturer narrative:
B5 event description updatedh6 patient codes updated

Event description:
Option study patient identifier of (B)(6). It was reported that a transient ischemic attack (tia) occurred. In (B)(6) 2021, a left atrial appendage (laa) closure procedure was completed using a 27mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, 524 days post index procedure, the patient presented to the emergency department with left leg weakness and aphasia. The aphasia was resolved while the patient was at the emergency department and the patient was then admitted to the intermediate telemetry unit for evaluation and treatment. Computed tomography (CT) without contrast revealed chronic small vessel ischemia. Magnetic resonance imaging (MRI) without contrast identified a small acute infarction in the right paracentral pons. One day post admittance to the hospital clopidogrel was administered and the patient was instructed to continue taking aspirin. The patient was discharged one day post hospital admittance. It was further reported that the diagnosis of tia has since been updated to ischemic stroke.

Event description:
Option study patient identifier of (B)(4). It was reported that a transient ischemic attack (tia) occurred. In (B)(6) 2021, a left atrial appendage (laa) closure procedure was completed using a 27mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, 524 days post index procedure, the patient presented to the emergency department with left leg weakness and aphasia. The aphasia was resolved while the patient was at the emergency department and the patient was then admitted to the intermediate telemetry unit for evaluation and treatment. Computed tomography (CT) without contrast revealed chronic small vessel ischemia. Magnetic resonance imaging (MRI) without contrast identified a small acute infarction in the right paracentral pons. One day post admittance to the hospital clopidogrel was administered and the patient was instructed to continue taking aspirin. The patient was discharged one day post hospital admittance.